Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken extractor rod is undetermined. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on 6/16/2016, that a sign extractor rod was broken. No cause data provided. Surgeon comment: "patient is coming in requires to remove the nail in that day without problem. When we remove the nail with the old extractor rod was broken so we need to have a new replacement."